Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Additionally, it was reported that the r-wave amplitude dropped during this time and a few noisy signals were noted. A chest x-ray was taken and the device was noted to have moved a little from its original implant location. Subsequently, a revision procedure was scheduled. When the pocket was opened, it was noted that the lead was twisted and had a bend in it due to the device being flipped multiple times in the pocket. The rv lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.